Event description:
Consumer stated a tampon came apart in strands as she removed it from her body. The next tampon she inserted came apart upon removal. She experienced great pain and a nurse indicated she should douche to rinse out the remaining pieces. The consumer took aspirin for her pain.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.